Event description:
Journal article received: periprosthetic femoral fractures treated by locked plating: feasibility assessment of the mini-invasive surgical option. A prospective series of 36 fractures; m. Ehlinger, p. Adam, a. Di marco, y. Arlettaz, b.-k. Moor, f. Bonnomet; orthopaedics & traumatology: surgery & research (2011) 97, 622¿628; reported: a feasibility assessment of the mini-invasive surgical approach to demonstrate fixation without substantial misalignment or non-union of periprosthetic femoral fractures. Results were based upon a cohort of 30 patients, mean age 76 years, with a total of 31 fractures, from 2002 to 2007. The mean follow-up was 26 months. Internal fixation was attempted by mini-invasive surgery using locking plate system with locking screws (synthes devices). Results included: one case of nonunion in which pseudarthrosis was confirmed via computed tomography scan (no treatment was instituted due to patient condition and comorbidities); five patients with misalignment by more than five degrees; two infections (treatment included antibiotics and surgical draining); two general cardiopulmonary complications (cardiac decompensation and pneumopathy); and three mechanical complications (two cases of fixation loss and one case of plate breakage; treatment included revision in two cases). The authors concluded that locking compression plates associated with a mini-invasive surgical approach result in a low rate of mechanical failure, a high rate of union with no significant misalignment and no refractures. This is 1 of 2 reports for complaint (B)(4). This report is for an unknown locking compression plate. A

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown plate, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.